Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and slight melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 17,600 joules while using the first side-firing surgical fiber, the mirror broke and the fiber output beam was observed to fire straight. The fiber was replaced and the procedure continued using a second surgical fiber. At 73,000 joules while using the second surgical fiber, a "device overheated" message was observed. The customer complained of delay in the management of the patient / prolongation of the duration of the intervention. The fiber was again replaced and the procedure was completed using a third surgical fiber. There was no patient injury reported. This report is for the second surgical fiber used.